Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and the x-ray tube. System operates as intended. (B) (4).

Event description:
The customer reported arcing sounds coming from the tube. No patient injury was reported.